Event description:
The patient with this device presented to the ER with chb. The ICD was unable to be interrogated and this rv pace/sense lead was found to have noise and a fracture. The physician replaced the ICD with a pacemaker at this time and capped this rv lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.